Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the contralateral leg of the aortic body graft appeared compressed in the presence of significant aortic angulation and narrowing. The physician experienced difficulties to cannulating the contralateral leg of the stent graft. During attempts to cannulate the graft leg, the ipsilateral iliac limb was inadvertently dislodged from the aortic body graft leg. The physician elected to abort the procedure and the aneurysm was not excluded. The patent was converted to open surgical repair on the same day where the stent graft was explanted and a surgical graft was placed. As of the date of this report, there have been no additional patient sequelae reported.